Manufacturer narrative:
The lead remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this right atrial (ra) lead experienced a pocket infection with the non-boston scientific pacemaker. The device was explanted, the original pocket was debrided, and a new pocket was created on the same side. The chronic leads were tunneled to the new pocket and connected to a new pacemaker. No additional adverse patient effects were reported.